Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: lockdown, omnipod software app version: 3.1.5-p001, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 22mmol/l (396 mg/dl) while wearing the pod between 5 and 24 hours. The pod was reportedly leaking during wear. When the pod was removed from the infusion site, the pod's cannula was found bent. As treatment a new pod was placed. It was also reported that the patient had called and spoke with their physician, doctor van leeuwen, which advised the patient to visit the emergency room. While in the emergency room, diagnostic tests were performed but it was concluded that the new pod that had been placed, was lowering blood glucose levels. Pod remained on the patient, at infusion site. No treatment was provided, while patient was in the emergency room. The patient was released later on the same date ((B)(6) 2025).